Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 450 mg/dl. Customer changed the site, tubing, and reservoir. Customer treated with manual injections. Customer ran a manual prime and the insulin did exit the tubing. Pump settings were correct. Customer does not have a tubing clamp. Tubing clamp will be sent. Customer will monitor and call back for the high pressure test. Customer will be sent replacement infusion set and reservoir. Customer mentioned having a bent cannula one time when they changed their infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).